Event description:
It was reported intra operative during a device upgrade that two right ventricular (rv) leads exhibited no capture in multiple positions. The rv leads were attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 693558 lead, implanted (B)(6) 2011. Dtmc1d1 crt-d, implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.